Event description:
I have medical breathing issues, coughing, and a runny nose all day. I use an entire box of tissue a day. I had two philips recalled dream station 2 CPAP machines that I registered with their company. I stopped using the machines so I had to buy another brand CPAP variable air flow machine. About a year later philips in colorado sent me the same used refurbished defective dream station 2 CPAP machine!!! I called them and refused to accept the defective recalled machine!!! I stated that I returned my 2 defective dream station 2 CPAP machines plus the used refurbished defective machine they sent me. I have photo proof of my fedex mail date. Over the past year I have sent them several emails and calls but they refuse to answer my calls or emails. This is consumer fraud and theft of my property. I hope you will investigate and make them give me a full cash refund for the cost of 2 dream station CPAP machines. Thank you. Michael. Reference reports: mw5148724, mw5148726.